Event description:
It was reported that the patient presented to the emergency room. The patient's implantable cardioverter defibrillator exhibited incorrect interpretation of signal resulting in inappropriate shock. Programming changes were made. The patient was in stable condition.